Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis and there was no alleged device malfunction reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of thrombosis and treatment of surgical exposure are listed in the perclose proglide instructions for use as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device is being filed under a separate medwatch report.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to a popliteal aneurysm procedure. The suture of the first proglide device was successfully preplaced. Reportedly, the foot of the second proglide device was opened before rotating the device into position. The suture was deployed. The popliteal aneurysm procedure was completed. During suture tightening, the suture came out with a piece of plaque. Surgery was performed to assess the condition of the vessel. The vessel was very narrow and a thromboendarterectomy was performed to open- up the vessel. Hemostasis was achieved surgically. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.